Event description:
It was reported that a 4-5'o' clock zonular separation was noticed following the insertion of the intraocular lens (iol), however, it was not the fault of the lens. The lens was removed and replaced with another lens of different model in the sulcus during the same procedure. Additional information received revealed that the patient did have a significant cataract, which may have contributed to weak zonules, but there was no exact diagnosis of weak zonules preoperatively. However, the patient continues to have significant corneal edema with associated decrease in vision due to manipulation inside the eye required to remove the original iol. The replacement lens itself is well-centered and is not causing any issues. The surgeon has discussed with the patient the possibility of requiring a descemet membrane endothelial keratoplasty (dmek) or similar procedure if the corneal edema does not resolve on its own in the coming few months. No further information was provided.

Manufacturer narrative:
Patient weight: unknown, but likely to be around 120-140 lbs. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). The device was not returned for analysis as the lens was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.